Event description:
It was reported that the tubing is coming off of bd nexiva¿ closed IV catheter systems.

Manufacturer narrative:
Investigation: during DHR review 1 non-related qn was initiated during production. All other challenge, set up and in-process samples were performed and passed per specifications. Received 2 nexiva 18ga units as follows: one used catheter-adapter extension set assembly wrapped around medical gauze and tape with a needleless connector attached to the straight adapter and a full assembly within a sealed package from lot number 8232654. Visual examination: used unit: traces of patient residue was observed throughout the components of the catheter-adapter assembly received. The extension tubing was disconnected from the port of the winged adapter. Traces of adhesive residue were present on the outer rim of the wing adapter port. Unused unit: no physical-mechanical damage was observed on any of the components of the units received. The extension tubings were properly adhered to the wall of the winged adapters the extension tubings were manually pulled in an attempt to disconnect it from the winged adapter. The tubings stayed connected and did not dislodged. The failure mode of detached extension tubing was caused by an insufficient amount of adhesive dispensed to fully bond the tubing to the catheter adapter.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing is coming off of bd nexiva¿ closed IV catheter systems.